Event description:
It was reported that an inaccuracy between the Continuous Glucose Monitor (CGM) and the Blood Glucose (BG) meter occurred. On (b)(6) 2026, the patient was at work, the CGM app repeatedly displayed ¿HIGH.¿ The husband was not present with the patient and was therefore unable to confirm any symptoms experienced before the event. He reported that the patient had hypoglycemia and subsequently lost consciousness (LOC), fell, struck her head, and damaged her cochlear implant. Emergency Medical Services (EMS) were contacted by personnel at the patient's workplace, and the patient was transported to the Emergency Department (ED). At the ED, an FSBG measurement was obtained and reportedly showed a low glucose value; however, the husband could not recall the specific result. At the same time, the CGM continued to display ¿HIGH.¿ The husband reported that the patient received medical treatment and medication but was unable to provide additional details regarding the interventions performed. He was also unable to recall how long it took for the patient to regain consciousness. The husband could not provide the date or time of hospital discharge but reported that the patient had recovered and was doing well when discharged. There was not a complete set of reported glucose values available to search within the Parkes Error Grid calculator. No product was provided for investigation. Data has been requested but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(b)(4).Diabetes Mellitus is a known cause of hypoglycemia and loss of consciousness. This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.